Event description:
It was reported, the customer states, she experienced a high blood glucose of 500 mg/dl. Customer stated, she changed the infusion set and it was resolving the issues. Customer declined being transferred for technical support. Customer was advised to monitor the device, do a complete set change, and call back if issues persisted. Customer didn't agree to return he device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.